Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a replace battery now alarm. The customer¿s blood glucose level was 4 mmol/l. Troubleshooting was performed for replace battery now alarm and noticed that the customer did not receive a low battery alert prior to the replace battery now alarm. The customer also stated that this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement. No unexpected "low battery", ¿replace battery now¿ or "power loss" errors were noted.